Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading low; value is unknown and the insulin pump went into threshold suspend but her blood glucose value 143 mg/dl. Customer also reported she had some calibration errors. Customer reported her past blood glucose value were 185, 48, 137 and 128 mg/dl. Current blood glucose reading is 264 mg/dl. Nothing further reported.